Event description:
It was reported that a service engineer was injured when replacing the hydraulic tilt assembly. The gantry tilted backward suddenly when the tilt lock bracket was removed by the service engineer. He was admitted to the hospital for about one week for fractured fingers on the right hand.